Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va0v67z, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that there was a pocket infection. This occurred during normal use. The patient had fallen twice and came into the doctor's office complaining of pain. They were diagnosed with a hematoma and pocket infection. The patient refused to take antibiotics post op. Actions required as a result of the event consisted of system explant.

Event description:
Additional information from the healthcare provider reports that the patient¿s battery and lead from (B)(6) 2015 were removed due to infection on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was bathing one day ((B)(6) 2015) and noticed a big block of lump/clot on her bathtub floor. She saw her hcp the following week who confirmed the abscess had developed. On (B)(6) 2015 the implantable neurostimulator was removed. The device was replaced on (B)(6) 2015.